Manufacturer narrative:
(B)(4). Date sent: 8/28/23. B3: unknown, assumed first day of month that complaint was reported. D4: batch # a9c37a. Additional information was requested and the following was obtained: "please clarify how ¿when fired clips were not engaging¿. Clips would fire 2 or more at a time. Did device fire malformed clips? No malformed clips. Did device fire scissored clips? No scissored clips. Did clip not stay in tissue or vessel once placed? One stayed on tissue but was not as tight as regular and the other one would fall out. If other, please specify." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 3 conforming clips were fed and formed; finally the device locked out as intended. However it is known from the history of the device that jaw disengaged condition may lead to malformed clips and dropping or ejecting clips. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips were falling out without being fired and when fired clips were not engaging. No patient harm.